Manufacturer narrative:
Evaluation summary: no product is available for evaluation as revision surgery is scheduled for 2009. Also, no- x-rays were returned for review. The device has been in vivo for approximately 2.5 years before the alleged event of pain and "slippage" occurred. Operative notes from the primary surgery were not returned for evaluation. The pt's height, weight, age, and activity level are unk. Based on the available info, a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by pt that the device was implanted in 2007 and the post-op, he experienced pain and a sensation of slippage in his hip. His surgeon has recommended revision, which is scheduled for 2009.